Manufacturer narrative:
Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system had any effect on the integrity of the posterior capsule. No mini-flared ozil phaco tip was returned for evaluation for the report of clogged tip with a capsule tear during surgery; therefore, the condition of the product could not be verified. There was no lot number identified with this complaint. Therefore, a lot history review could not be conducted. No further information was able to be obtained from this customer. . No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the phacoemulsification handpiece and or tip were clogged. The vacuum of the system was increased during the procedure in attempt to resolve the issue. A new phaco handpiece and tip were used before the surgical parameters were reset to the original parameters. After surgery, a capsule tear was observed. Additional information was received from the customer reporting, the surgeon was able to salvage the capsule to hold the intraocular lens implant completing the surgery. No medical intervention was required. The patient is reported as doing well. An alternate phaco handpiece was used, however, the surgeon feels the cause of the event was due to the change of the settings on the console.